Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported right "mild generalized capsular contracture" baker grade unknown. Healthcare professional later reported right rupture and "intracapsular folds". The device remains implanted.

Event description:
Healthcare professional reported a right side "evidence of right intracapsular rupture with capsular contraction" baker grade unknown and "intracapsular folds" via us report. The event of "small cyst right breast 12 o'clock" is not device related. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, b6, h6.

Event description:
Healthcare professional reported a right side "evidence of right intracapsular rupture with capsular contraction" baker grade unknown and "intracapsular folds" via us report. The event of "small cyst right breast 12 o'clock" is not device related. Device has been explanted.